Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. According to the review of the manufacturing history associated with this complaint, the finding is invalid from a manufacturing perspective. The product evaluation visual inspection stardrive feature is deformed, original feature geometry is fractured with elements of the material missing. Splines of the stardrive are flattened and burrs protrude beyond tip flat. Handle and component hardware intact. Cosmetics on shaft of driver have discoloration, surface scratches. Generally the product appears used. Stardrive taper depth could not be evaluated due to damage sustained. Feature will no longer fit taper depth gaging. Insofar as this feature could not be evaluated for this complaint, the finding is therefore indeterminate from a manufacturing standpoint.

Event description:
It was reported that the surgeon was inserting the screw with the stardrive shaft and the star drive tip of the t-handle t25 stardrive shaft broke off. The broken fragment was retrieved and discarded by the facility. The surgeon used another star drive shaft to complete the procedure with no further problems. There was no adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: product development evaluation revealed the distal tip of the t25 driver had several chipped lobes where small fragments had sheared away. Other than this, there is no visible damage or deformity to the instrument. Initial examination revealed no functional abnormalities or physical deformities with respect to the driver assembly, with exception to the chipped t25 stardrive lobes located at the distal tip of the instrument. To confirm, the driver was coupled with a long holding sleeve (03.632.036) as seen in a typical functional cycle. The combination assembly was then used to load a pre-assembled poly-axial matrix pedicle screw (04.632.635) per the recommended surgical technique. This operation was repeated multiple times without incident. The screw was then driven its entire length into a 20pcf sawbones foam block, and subsequently backed-out without experiencing any unanticipated negative behaviors from the t25 driver. The matrix surgical technique guides, as well as other product support information fully illustrate the proper method of loading & unloading matrix pedicle screws from a holding sleeve utilizing a matrix t25 driver. Evidence indicated that the issue was caused by an improper assembly technique. However, since the specific assembly techniques could not be observed, the complaint must rendered indeterminate.